Event description:
MFR received programming history to review from a vns treating physicians office for a programming anomaly addressed in MDR report#: 1644487-2009-00352. In review of programming history, it was noted the pt had high lead impedance noted in 2008. The pt came back into the office 3-4 weeks after the high impedance was attained, and the vns was re interrogated and everything was "fine" with no high lead impedance. He did not return for a f/u again until 3 months later, because he was having increased seizures. It is unk if the increase in seizures are above the pt's pre vns rate. Site reported seizure event related to the pt's programming anomaly and his therapy being titrated back up to his original settings. He has continued to be seen at the site about every 2-4 weeks for vns setting increases and has tolerated well with no high lead impedance noted on testing, and battery life at >5 years. No surgery planned at this time as when pt is interrogated, impedance within normal limits. Info has been provided to site about MFR recommendations to program the vns off when high impedance attained, and to perform additional diagnostic testing on the vns. MFR requested copy of the pt films for review. Good faith attempts have been made for additional details.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.